Event description:
A consumer reports blurred near vision with shadows following bilateral intraocular lens (iol) implant surgery. Additional information, including patient status, has been requested. First eye: MDR# 1119421-2007-00403, fellow eye: MDR# 1119421-2007-00404.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 10/11/2007. Additional information was requested 09/18/2007, 09/25/2007 and 10/04/2007 by phone, mail and fax. A completed questionnaire has not been returned.